Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, "there was a hernia sac and was dissected free. A ventrio patch was then placed intraabdominally using sutures." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh. Per operative notes, "the mesh in the lower part of the wound was very rolled up and scarred down. There were adhesions of small bowel to the mesh and were taken down. The mesh was removed." Attorney alleged that the patient had adhesions, mesh shrinkage, pain and hernia recurrence. It was also alleged that the meshoma caused by the mesh being rolled up and scarred down; mesh adhered to the bladder and bowel; scarring.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 2 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, adhesions, fibrosis and material deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.